Event description:
It was reported that a patient had an allergic reaction following a resolute integrity (rx) drug eluting stent deployment. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (allergic reaction). Conclusion: unable to confirm complaint (limited information available). Known inherent risk of procedure (allergic reaction). (B)(4).